Event description:
On january 9, 2009, boston scientific corporation received a medwatch report stating that during use of an endovive safety peg kits pull method in 2008, the safety shielded scalpel blade no. 11 did not retract easily causing the surgeon to be cut (no pertinent patient information was provided). According to the complainant, the physician had made the initial patient incision. The physician experienced difficulty retracting the blade into the protective cover and received a superficial cut. "Bleeding was not an issue." The patient was tested for hiv. The physician's wound was cleansed and treatment with antibiotics begun. (Physician's name was not provided).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.